Manufacturer narrative:
The spectrum pump was being used to infuse at a rate of 1 milliliter per hour (or less) during therapy when "3 lines lost". Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The guide warns the user at flow rates of 2 ml/hr or below, flow rate accuracy is ± 0.1 ml/hr. If higher accuracy is required, consider an alternate infusion device. It also provides step by step instruction for the proper set up of an infusion with the device. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "3 lines lost" during therapy (medication, dose, programmed amount and delivery rate unknown) in the neonatal intensive care unit. There was no known patient injury or medical intervention associated with this event. The customer also stated that syringe pumps will be utilized when infusing fluids at a rate less than 1 milliliter per hour and when using an umbilical artery catheter or umbilical venous catheter to prevent similar events in the future. No additional information is available.